Event description:
Boston scientific crm received information that this patient was experiencing diaphragmatic stimulation with the placement of the 4136 right ventricular (rv) lead in seated position that could not be programmed around. The physician elected to replace the lead with a 4456 passive fixation lead, rather than repositioning the 4136 lead. No further information is available at this time. If additional information should become available to our company, this event would be updated as necessary.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.